Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in coronary diagnosis procedure, and the procedure got completed by moving the patient to another room. Review of system log file confirmed the reported malfunction. The philips field service engineer (fse) inspected the system onsite confirmed that the system unable to produce x-rays. Upon troubleshooting, fse found issues with image processor board (ipb). Fse replaced the ipb board. After replacement of ipb board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform x-rays. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.